Manufacturer narrative:
One nt 2000 ix neurotherm rf generator was received for investigation. No visual anomalies were detected in this visual inspection. Ac power was applied to the rf generator and the system was powered on successfully. The problem reported by the field was not reproduced. All modes (sensory, motor, lesion, and pulsed) were examined in this investigation. Testing of all ports was conducted while monitoring the port temps and impedance. Audible tones emitted were consistent with the modes of operation selected. No hardware anomalies were detected in this investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The reported complaint of blue screen could not be confirmed. As received, the generator successfully powered on and no anomaly was observed. Sensory, motor, lesion, pulse and dosed modes were tested and the generator functioned as designed. The audible tones emitted were consistent with the modes of operation selected.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a radiofrequency facet denervation procedure, the generator made a beep noise and then went to a blue screen and restarted itself. The procedure was then cancelled. There were no adverse consequences to the patient.